Event description:
At implant the first lead (B) (4) didn't get normal measurements. We didn't see any injury in the egm and we had no capture with 5v/0.5ms. After changing the lead (B) (4) we had a normal, rather low sensing with injury and a beautiful capture. Unfortunately the sensing got even deeper, so that the physician decided to replace the lead. After replacing the lead more than 3 times the impedance jumped to 3500. So we had to change the lead again. Luckily we got then acceptable measurements. Action: implant of another lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.